Manufacturer narrative:
The device was returned to olympus for inspection. Based on the results of the investigation, the most probable cause of the failures "air water cylinder and air water tube had foreign objects" is not established. The most probable cause of the failure "light guide lens had corrosion" is traced to component failure. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
It was observed that during the device evaluation, the colonovideoscope exhibited foreign objects at air water tube and air water cylinder, and the light guide lens had corrosion. There was no patient involvement.